Event description:
It was reported that the patient underwent an atrial fibrillation- paroxysmal ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab revealed a hole in the surface of the pebax. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. During the procedure, force sensor error 106 was displayed on the carto system after the first ablation. A second device was used to complete the operation. There was no adverse event reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a hole in the surface of the pebax. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device 31295694l number, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. Potential cause of the open circuit could not be determined, and pebax damage could be related to the manipulation of the device during the procedure; however, this can not be conclusively determined. The pebax broken condition was not related to the reported event. The carto 3 system and catheter instructions for use (IFU) contain the following recommendations: - the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. - when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle as part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001634089